Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first successfully installed on the (B)(6) 2010 and performed to specification, alongside random manual power ons, up to the (B)(6) 2013. Multiple manual power ups of mainly ten minutes duration were observed in the device memory between (B)(6) 2013 and (B)(6) 2014. The device failed multiple self-tests due to a low battery between the (B)(6) 2016., later on this date an increase in voltage suggests a further pad-pak was installed. The device passed a self-test. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs, the excess current drain and measurements taken during the investigation would confirm a failing membrane. The green status led remaining constantly lit is a further symptom of membrane failure. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.